Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
It was reported that, surgeon removed the above implants. Pt has non union intertroch fracture with subtroch involvement. Components were removed, first set screw then lag screw then proximal part of broken nail then distal broken nail. Surgeon cited his suspicions for the non union and broken nail were, the pt's use of fosamax and a somewhat varus nail in a relatively valgus natural anatomic prefracture femoral neck angle. Nail and screws will be returned. Previous to this surgery, the pt broke distal lock screw and treatment at a different hosp was another brand screw through the dynamic distal nail hole. That screw was also removed and is being returned.